Event description:
Reporter indicated that patient underwent revision surgery to correct the vns therapy lead strain-relief because a tie-down had become loose, migrated downward, and had lodged near the patient's prominentia laryngea.